Event description:
It was reported when the device was used during gastric bypass roux-en-y procedure, it fired an incomplete staple line. The case was completed using sutures. There was no pt consequence.